Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5146995/5107584.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer working as intended. It was noted that there were high impedances on the scs leads. The patient underwent a procedure wherein the implantable pulse generator (ipg) as well as the leads were replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted devices were not returned.